Event description:
It was reported that when the device was used during a sigmoid colostomy, the anvil fell off before the device was fired. The device and the anvil were removed. A like device was then fired successfully. Surgery was extended by 1.5 hours and pt was given temporary ileostomy. The surgeon used sutures for the hole caused by the first device.